Event description:
Related to MFR report # 2183959-2012-01155, 01156. It was reported by plaintiff's attorney that the plaintiff was implanted with an miniarc single-incision sling to "treat her pelvic organ prolapse and/or stress urinary incontinence." It was alleged the plaintiff experienced neuromas, emotional distress, "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.